Event description:
A report was received that the pt was experiencing discomfort at the midline incision. The physician noticed that the leads were shallow and decided to reposition them. The pt was reportedly doing fine after the revision procedure.